Manufacturer narrative:
The implant was evaluated and noted to have no defects or quality issues with the exception of misalignment of one radiographic marker. The marker was believed to have been partially expelled due to the impaction forces during insertion. Manufacturing review: review of the device history record notes no material nonconformances, manufacturing errors nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this event type. The instrument met acceptance criteria upon release. Labeling review: "as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; pulmonary emboli; loss of sensory and/or motor function; pleural effusions, hemothorax, chylothorax, pneumothorax, subcutaneous emphysema, need for chest tube insertion, intercostal neuralgia, rib fracture, diaphragm injury; atelectasis; impotence; and permanent pain and/or deformity. Rarely, some complications may be fatal. The treatment of multilevel degenerative scoliosis may be associated with a lower interbody fusion rate compared to one- and two-level interbody fusions." "Potential risks identified with the use of this system, which may require additional surgery, include..." "Neurological, vascular or visceral injury..."

Event description:
On (B)(6) 2017 a (B)(6) female patient with scoliosis underwent xlif procedure at l2-l5 spine levels. L2/3 had received a fusion procedure previously. After completing l4/5 and l3/4. Discectomy and fusion were also performed at l1/2. Given the degree of rotational scoliosis, insertion of the interbody device at l1/2 was noted to be difficult and resulted in initial malplacement of the implant and subsequent damage to the anterior longitudinal ligament. The interbody device was removed and fusion of l1/2 was completed with autogenous bone and artificial bone grafting.